Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve (sn (B)(6)) was selected for implant using a large flexnav delivery system (ds). The patient had moderate aortic insufficiency (aoi)/left ventricular ejection fraction (fevi) 30%/mean gradient: 30mmhg/maximum gradient: 60mmhg. The patients anatomical dimensions are: membranous septum length 7mm, perimeter 81.5, area 494, angle 34, minimum diameter 18,1, average diameter 24,5, left ventricular outflow tract (lvot) perimeter 80, transcath cardiovascular intervention (tci) and cardiac diameter (cd) height>12, sinus valsalva diameter>32. There was a calcium (ca) spicule in the subvalvular calcific infiltration (sci) protruding 12 mm toward lvot. The right femoral artery therapeutic access very calcified. During device prep, after checking that the three stent retainer tabs were engaged in the valve capsule marker band, and continuing to clamp the valve, one edge of valve stent was observed to be twisted. The valve was replaced with another 29mm navitor valve (sn (B)(6)) as well as a new large flexnav ds. During the procedure, a pre-dilation was performed with a 20x40 non-abbott balloon 2 times. The device was introduced and positioned; 2 recaptures were required before the valve was able to be implanted at a depth of 6-7mm. The final result was a moderate aoi grade 2 after the case. The following day, a non-abbott valve was implanted in a valve-in-valve procedure. According to the transesophageal echo, the reason seemed to be due to a retraction and non-functioning leaflet of the navitor device. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation (leaflet incomplete coaptation), central regurgitation, and valvular insufficiency/regurgitation was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported valve incomplete coaptation and central regurgitation could not be conclusively determined. The reported patient effect valvular regurgitation could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve (sn (B)(6)) was selected for implant using a large flexnav delivery system (ds). The patient had moderate aortic insufficiency (aoi)/left ventricular ejection fraction (fevi) 30%/mean gradient: 30mmhg/maximum gradient: 60mmhg. The patients anatomical dimensions are: membranous septum length 7mm, perimeter 81.5, area 494, angle 34, minimum diameter 18,1, average diameter 24,5, left ventricular outflow tract (lvot) perimeter 80, transcath cardiovascular intervention (tci) and cardiac diameter (cd) height>12, sinus valsalva diameter>32. There was a calcium (ca) spicule in the subvalvular calcific infiltration (sci) protruding 12 mm toward lvot. The right femoral artery therapeutic access very calcified. During device prep, after checking that the three stent retainer tabs were engaged in the valve capsule marker band, and continuing to clamp the valve, one edge of valve stent was observed to be twisted. The valve was replaced with another 29mm navitor valve (sn (B)(6)) as well as a new large flexnav ds. During the procedure, a pre-dilation was performed with a 20x40 non-abbott balloon 2 times. The device was introduced and positioned, 2 recaptures were required before the valve was able to be implanted at a depth of 6-7mm. The final result was a moderate aoi grade 2 after the case. The following day, a non-abbott valve was implanted in a valve-in-valve procedure. According to the transesophageal echo, the reason seemed to be due to a retraction and non-functioning leaflet of the navitor device. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.